Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. After this event the field service engineer verified depth of cut and found that the cut was within specifications but on the shallow end of the specification. The fse increased the depth to be on the deeper end of the specification. The fse completed system verification to specification. The treatment report shows the cut depth setting was 100m (microns) that was thinner than usual. Bubbles are known to appear in thin cuts more often when compared to thick flaps. Fluid and corneal lacrimation might have built a fluid layer, additionally reducing the flap thickness. No technical root cause was identified. The root cause for thin flap and bubbles is a setting of the flap thickness. The root cause for corneal haze could not be identified, corneal haze is a known side effect of refractive laser surgery. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a flap was programmed at 100 microns but measured 81 microns post treatment. Gas bubbles were noted in bowman's layer inferiorly. The flap was dissected with difficulty and the patient was left with anterior stromal/bowman's opacity. The patient was seen one week post treatment and noted vision improving and opacity seems to be resolving slowly.